Event description:
It was reported that the t:slim x2 pump battery failed to charge. There was no adverse impact on the customer¿s blood glucose level. The customer successfully resolved the issue by using non-tandem charging supplies, although they were advised that tandem does not recommend third-party supplies unless directed for troubleshooting. Tandem technical support agreed to send a replacement wall adapter and charging cable with expedited shipping, and no further assistance was necessary as the pump started charging.